Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the guidewire broke off. A 180x25cm fathom¿ -16 was selected for use to facilitate a stroke case procedure. During procedure, the tip of the wire broke off. The physician was able to remove the fragmented wire from the sheath with suction. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. The guidewire body and bonds were examined. The high torque sleeve (hts), core wire and coil wire were separated 7cm from the distal tip. The fractured ends of the coil wire were stretched. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile bending overload. Magnified inspection of the fractured ends of the hts and core wire confirmed there was no evidence of any material or manufacturing deficiencies. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the tip of the guidewire broke off. A 180x25cm fathom -16 was selected for use to facilitate a stroke case procedure. During procedure, the tip of the wire broke off. The physician was able to remove the fragmented wire from the sheath with suction. No further patient complications were reported.